Event description:
A nurse was injured when she came into contact with a patient monitor.

Manufacturer narrative:
During an emergency MRI examination , a doctor mistakenly brought a patient monitor (magnetic) from the emergency room into the MRI room. The patient monitor was attracted to the magnet and it came into contact with the nurse who was in the room. The nurse has a bruise/hematoma, and pain upon pressure in her right thigh. There is also a subcutaneous hemorrhage under her right thigh. There is a subcutaneous hemorrhage, swelling, a feeling of heat, sharp pain, and pain upon pressure in her right foot joint. The nurse was given a compress and was told to rest. She rested for 2 weeks.